Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The analog board was sent to zoll united states for evaluation. Evaluation of the analog board verified the issue and found the ECG top shield at fault. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.